Manufacturer narrative:
Implant fell in subschneiderian space and had to be removed in the same surgery. Another surgical intervention wasn`t necessary. No product problem detected. Deficiencies in patient evaluation, preoperative diagnostics, and treatment planning. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Implant fell in subschneiderian space and had to be removed in the same surgery. Another surgical intervention wasn`t necessary.